Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: is broken blade tip being sent back with rest of device for analysis? ---no information. If not, was blade tip discarded? ---no information.

Event description:
It was reported that during an unknown procedure, the blade was broken off without touching something. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient

Manufacturer narrative:
(B)(4). Batch #m91p12. The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.